Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung nodule. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on december 08, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breathe and caused a patient to develop lung nodule related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/ dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath suggests a source external to the device, observed evidence of water ingress in the blower box and humidifier water chamber, suggesting the use of non-distilled water in the humidifier water chamber, slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed, mineral deposits on the flip lid seal and inside the humidifier water storage tank are consistent with the use of non-distilled water in the humidifier. Unable to confirm the complaint regarding headaches, confirmed there was no evidence of sound abatement foam degradation found within the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints, presence of contamination in the airpath and confirmed the presence of mineral deposits in the humidifier water storage tank and on the flip lid seal suggesting the use of non-distilled water. Sections d8, d9, h2, h3, h6 has been updated in this report.